Event description:
After successful transaortic tavr procedure, upon removal of the sheath it was noted that there was bleeding at the sutures and additional sutures were needed. The patient's blood pressure dropped to low 40's and inotrope support was provided. The blood pressure rebounded to 180/90, at which time the suture bleed and a tear were noted. Additional repairs were needed. The patient¿s vitals varied greatly from hypotension to hypertension and anesthesia tried to stabilize pressures and heart rhythm. It was decided the repair should be done on bypass to decompress the heart and have the patient receive extra support. After 30 minutes on bypass pump, the transaortic repair was completed and patient was taken off pump. Once off pump, blood was noted to continue to leak in the transaortic space from an unidentified source. The echocardiographer noted that the left ventricle was not maintaining fluid status. It was determined a full sternotomy was necessary for better visualization. A small puncture was noted in the left ventricle and this was patch repaired. The physicians felt the wire must have punctured the left ventricle during the procedure. After the repair, volume status and blood pressure remained stable. The patient was surgically closed and sent to the ICU for further monitoring. During the procedure, the patient received 5 units of packed red blood cells, 6 units of cell saver and 4 liters of crystalloid. The events were attributed to the fragile aorta from previous radiation and a left ventricle perforation with the wire during the procedure.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as per discussion, the ventricle puncture was attributed to the wire puncturing the left ventricle during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This report is associated with report # 2015691-2014-01436.